Event description:
It was reported that patient originally had a pinnical cup with srom stem, both j&j depuy products, revised srom to restoration modular due to loosening of femoral stem. Since then patient has been a recurrent dislocator and non compliant. We removed 44, v40 head, pinnical cup was removed using modern extraction techniques, put in a titanium 66h revision shell, 52h mdm liner, 52 mdm x3 poly, 28+12, v40 head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database shows there have been no other events for the reported lot. The packaging insert, the use of a v40 lfit head and acetabular components from another manufacturer is listed as a warning in the labeling of the device; therefore, further investigation is not required. Based on the results of the investigation, the IFU recommendation was not followed. Device not returned to the manufacturer.

Event description:
It was reported that patient originally had a pinnical cup with srom stem, both j&j depuy products, revised srom to restoration modular due to loosening of femoral stem. Since then, patient has been a recurrent dislocator and non compliant. We removed 44, v40 head, ppinnical cup was removed using modern extraction techniques, put in a tritanium 66h revision shell, 52h mdm liner, 52 mdm x3 poly, 28+12, v40 head.